Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother called to report that the insulin pump alarmed no delivery during basal/bolus/fixed prime. Customer's mother stated that insulin did not exit from the tubing and there was greater than normal resistance with the manual plunger push. Explained that alarm was caused by the infusion set/reservoir connection. Customer's blood glucose reading was 211 mg/dl. Advised customer to replace infusion set and reservoir. Replacement product is being sent.